Event description:
The customer reported a motor error alarm during normal use. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The insulin pump was not replaced as the customer had already received an upgraded insulin pump, but it had not been set up yet. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.